Manufacturer narrative:
It was initially reported that g6 was 5-day report. This report is being submitted to correct this to a 30-day report. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, and confirmation from the customer, the cause was likely the other scope in use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer about the reported issue. The customer cleaned the scope contacts with alcohol however, the b30 errors occurred on two 190 series scopes. Tac suggested taking all suspected 190 series scopes and attempting them with a working clv-190. Tac concluded that if all scopes work, then the clv-190 needed to be sent in for repair. The customer called back and confirmed that the error was not with the clv-190, and mentioned that the error was caused by the bf-190. The device will not be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 scope communication error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.